Event description:
Nt821731c - lumbar drain began leaking. The drain was unclamped and wetness was felt on the chuck near the stopcock located closest to the insertion site. Customer is wondering if there was an issue with the tubing itself or the connection point between the tubing and stopcock. No injuries reported.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The affected product will not be returned for evaluation. The customer did not document the lumbar drain when it was placed, and the drain was pulled after the leaking was found and disposed off, so they were unable to look at it or take any pictures of any issues. The lot numer was not confirmed. No related capas. Per (B)(4) rev 09 risk analysis spreadsheet, hazard ID 4.40. Cause - leakage of csf from the stopcock. Effect (harm)- over drainage of csf and infection. Residual risk - medium. Further investigation to be carried out.

Event description:
Nt821731c - lumbar drain began leaking. The drain was unclamped and wetness was felt on the chuck near the stopcock located closest to the insertion site. Customer is wondering if there was an issue with the tubing itself or the connection point between the tubing and stopcock. No injuries reported.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 5 previously confirmed "integ-tighten/hold/lock" complaints within the past two years. 45,569 nt821731c units sold within past two years. Failure rate = 0.01% a review of doc-035405 medical device hazard analysis (rev 09), identifies the hazard situation as "4.40 leakage from the stopcock." The risk level is considered moderate. Based on complaint of "leaking stopcock." This determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation. Without the device it is impossible to determine root cause of failure. Failure mode: no device returned - unable to determine.